Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. X-rays were performed and it was determined that the right ventricular lead experienced dislodgement. A potential lead revision was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. X-rays were performed and it was determined that the right ventricular (rv) lead experienced dislodgement. A potential lead revision was discussed. This device remains in service. No further adverse patient effects were reported. According to additional information, the patient's r-waves were intermittently small at 0.7 mv. Technical services (ts) found a stored ventricular episode where there was artifact on the ventricular channel from atrial pacing without oversensing. Ts discussed troubleshooting including induction testing, x-rays, and possible rv lead revision. No adverse patient effects were reported. Currently, this ICD system remains in service.